Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated ipth result for one patient sample. The analyzer generated an ipth result of 191.1. The sample was repeated at a reference laboratory (method unknown) and results of 136.8 and 133.1 were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, arch ipth, list 8k25-25, that has a similar product distributed in the us, arch ipth, list 8k25-27. (B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a study review, review of release testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed and passed. A study titled, "(B)(4)" was reviewed which indicates architect ipth correlates well against the roche module e170. A review of release testing showed no shift. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.